Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 14-16th distal stent segments were deformed with raised struts. No other damage was noted on the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in an unknown vessel. The lesion exhibited moderate calcification. The lesion was pre-dilated. The device was removed from its packaging as per IFU and inspected with no issues noted. During the procedure it was reported that resistance was encountered and the device failed to pass the lesion. Stent deformation occurred during positioning. No excessive force was used during delivery. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed with an endeavor stent. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.